Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had weak battery issues. The patient's blood glucose at the time of incident was 495 mg/dl. The patient treated via manual insulin injection. She also mentioned that the display went blank later on. Troubleshooting was initiated for the blank display anomaly. The customer resolved the issue by cleaning the battery cap contact and inserting a new battery: the display returned. The insulin pump was not returned for analysis.